Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The equipment was found to function within manufacturer's specifications. Patient information could not be obtained due to country privacy laws. (B)(4).

Event description:
The hospital reported that, during a case, the unit had a failure that affected mechanical ventilation. There was no reported patient injury.